Event description:
Compalinant alleged that during biomed testing the device's pacer output was incorrect. While analyzing an output reading of 180ma, the device read 168ma and the analyzer read 169ma. Complainant indicated that there was no patient involvement in the reported malfunction.